Event description:
A medtronic representative reported 2nd hand that during an ent procedure, tracking became intermittent. Instruments registered properly at start of the procedure and tracking was good. Intra-op they stopped tracking properly, they backed up in the software and tried to re-register, however no other instruments would register. Status was green on both the patient tracker and instrument tracker. It was noted that no metal had been introduced into the surgical field. The surgeon discontinued the use of the navigation system to complete the full functional endoscopic sinus surgery (fess) and frontal sinusotomy procedure. There was no impact on patient outcome.

Manufacturer narrative:
Issue has not recurred. Site does not wish to troubleshoot further. No additional information provided for investigation. Unable to determine root cause with information provided.

Manufacturer narrative:
Patient information not provided as site declined, quoting the canadian privacy regulation. No parts or files have been received by the manufacturer.